Event description:
The account alleged that the battery light was on until a function was activated. Then the battery light would go out. No pt impact.

Manufacturer narrative:
The account replaced the battery to resolve the issue.